Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not charging. The customer's blood glucose (bg) level was 175 mg/dl. Reportedly, the pump began charging successfully using the same charging supplies.